Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; weight within specification, red particles in shell, device intact. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: no openings found. Device intact and functional.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: the photographs received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Zip code: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.